Manufacturer narrative:
The customer's glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported power issue, failing verathon's device functionality testing. The tsr replaced both the main and coin cell batteries. Based on verathon's device evaluation, the most probable cause of the event is reduced battery capacity due to normal aging of the internal lithium-ion battery. Per device labeling, the monitor battery maintains full charge capacity for approximately 500 charge cycles, after which battery capacity may decrease. The device in this case is approximately six (6) years old, and battery performance degradation over time is consistent with expected lithium-ion battery behavior. The glidescope core operations & maintenance (omm) indicates that users should ensure the battery is sufficiently charged prior to use and verify proper device function through a pre-use functional check. The omm also describes battery status indicators and associated battery life. Additionally, users are advised to ensure alternative airway management equipment is readily available. Upon completion of the device evaluation and repair, the monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported during an intubation, using a glidescope core 15-inch monitor, the display intermittently lost power and went blank, resulting in loss of visualization. No delay in procedure, use of a backup device, or harm to the patient was reported. Following the reported event, the facility's biomedical engineering representative reported the device showed approximately 60-70 minutes of battery life and the unit appeared to function normally when tested. They also reported the monitor's date and time settings reset after powering off, suggesting a possible battery-related issue.